Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11, g1 (contact person ¿ mfg site). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and the fault code records at the hospital to confirm the fault reported by the customer. In order to fix the issue, the fse replaced the muffler ((B)(4)). The unit then passed all factory specified performance and safety indicator tests. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The high temperature alarm was reported during the use of the cardiosave intra-aortic balloon pump (iabp) and other equipment was replaced for the patient. There was no harm caused to the patient.